Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifucated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 38 months post stent graft implant the aortic neck had disease progression resulting in the migration of this stent graft. The physician elected to surgically convert the patient to a conventional stent graft. The stent graft and its components were removed from the patient. The explanted stent graft were received by medtronic and the analysis is pending.